Manufacturer narrative:
(B)(6) at (B)(6) test oxygen concentrator; okay internally, no damage internal, only front cover panel. Device is being returned for evaluation and a follow-up report will be done.

Event description:
Patient states he was sleeping and woke up to a fire that had caught his blankets, chair,and flooring on fire. The patient had enough time to take the blankets and chair outside to stop any further damage. Patient claims the oxygen concentrator caught his blanket and chair on fire. The patient did not suffer any injury, only the blanket, chair, flooring and front panel of the concentrator were damaged due to fire. The patient did not call the fire department.